Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred. Pump was not outside of the allowable operating altitude range at time of alarms. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.